Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming [nc] report, and CAPA. No ncs were identified in veeva. There were several complaints against this lot identified with the same failure mode. An investigation into this lot will be executed. A preventative CAPA has been historically opened for the altis product line to investigate increased rates of mesh to suture or anchor to suture bond failures which is being reported in this complaint.

Event description:
According to the available information, the static anchor was placed in the patient's right side trocar. Upon deployment of the anchor through the membrane, 3 pops were heard. Upon releasing the anchor and backing out the trocar, the sling came out of the incision with the anchor still inside the patient. The suture between the static anchor and the sling broke. Another altis with the same lot number was opened and used with no issue.

Event description:
According to the available information, the static anchor was placed in the patient's right side trocar. Upon deployment of the anchor through the membrane, 3 pops were heard. Upon releasing the anchor and backing out the trocar, the sling came out of the incision with the anchor still inside the patient. The suture between the static anchor and the sling broke. Another altis with the same lot number was opened and used with no issue.

Manufacturer narrative:
An altis sling and two introducers were received for evaluation. Examination of the sling and introducers revealed the static anchor detached from the mesh and was broken off and attached to one of the two returned introducer tips. Visual observation of the mesh where the static suture was attached confirmed the welded area of the suture was still attached. Microscopic examination of the static suture where the anchor had detached revealed rough and irregular surfaces, indicating stress may have been exerted. The dynamic suture was still attached to the mesh as received, along with the dynamic anchor & tensioner. Blood residue was noted on the mesh. No abnormalities were noted with either introducer, apart from the static anchor being observed stuck onto one of the two introducer tips. The information received indicated the static anchor detached during implant. Quality confirmed the detached static anchor. As the detachment ends of the static suture were rough and irregular, this indicated that excess stress was most likely exerted to result in the separation noted. The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints and there were no nonconforming reports confirmed in veeva to be associated. A preventative CAPA (CAPA-000303) has been historically opened for the altis product line to investigate increased rates of mesh to suture or anchor to suture bond failures which is being reported in this complaint. Devices met specification prior to release.